Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of three opt bl vp v2 5mm std w/fx opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that the device leaked. The circular seal was cut on two of the instruments. Each envelope seal was intact. All three devices passed an air leak test. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the cut circular seal. Based on the product analysis, the failure was confirmed to be attributed to the reported event. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the device leaked. There was no patient injury.